Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to clear the alarm with act and esc button. The insulin pump will be returned for analysis.